Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image when using the video system center. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. During troubleshooting with olympus technical assistance center (tac), the customer reported they were using a storz integrated display system. The customer was advised to run a sdi cable directly to the display and the image appeared. The customer then reported that they would reach out to storz support and bypass the storz unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was no image due to the impact of the storz image integration system. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.